Event description:
Allergan's device analysis lab received a lap-band sys. Paperwork received by the lab indicates the lap-band sys was removed due to "pelvic pain" and the lap-band "slipped." It is not known if the device has been replaced.

Manufacturer narrative:
Allergan has received the product. However, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Allergan has received the product. However, the analysis has not been completed at this time. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time.